Event description:
It was reported that the patient had been hospitalized due to an unknown issue. The patient's blood glucose levels reached 242 mg/dl while wearing the pod between 1 and 4 hours. The patient did not provide information about symptoms, how they were treated for the issue and duration of the medical event. It was reported by the patient that the pod was ripped off when they were in the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005. 007.s911usqs6cyb3. Smartphone hardware: sm-s911u. Cgm sensor type: g6.